Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had three e error code alarms and the act button sometimes had to be pressed multiple times to work, also squirted insulin a couple of times during priming. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump made a different grinding noise when rewinding and there were scratches on the display screen. Customer declined to troubleshoot. The device will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit, failed battery test alarms or e/a alarm during testing. Also, device passed rewind test and displacement test. No rewind loud/noise anomaly noted during testing. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).